Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that their insulin pump alarmed pump error indicating hardware low level failures. Customer's blood glucose was 156 mg/dl at the time of the incident. Self-test resulted in the alarm again. There was no indication that issue was resolved. A replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed selftest and displacement test. Pump error alarm (variable 3) confirmed in the pump history due to broken trace on u1 keypad assembly. Unit received with pillowing keypad overlay, minor scratches on case and minor scratches on lcd window.